Event description:
Patient was intubated and the team was turning the bed. An omfs (oral and maxillofacial surgery) resident was at the head of the bed when the headpiece came off and the patient's head dropped and hyperextended. Anesthesia grabbed the patient's head. A c-collar was placed, and the patient was extubated and taken to pacu (post-anesthesia recovery unit) where he got a neuro consult and an MRI.